Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent temperature alarms occurred. Reportedly, the customer was outside with the pump at temperature of 80 degrees (fahrenheit). Customer's blood glucose was 85 mg/dl. The customer continued using the pump for insulin therapy.